Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to lcd damage and usb connector damage. Pictures were taken. Receiver charged and boot testing were performed and failed due to the usb connector being damaged. An internal visual inspection was performed and passed. The log was not downloaded for review due to usb connector damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.